Event description:
Good afternoon, I have made several inquires into this with no results. On (B)(6) 1998, I had a hernia surgically repaired using mesh. Several years later, on (B)(6) 2004 I had surgery because of severe complications that resulted from the mesh. At one point, I was even told I would have to have my entire bladder removed. I then went for an add'l opinion. I can provide any and all medical records upon request. I was unaware of any lawsuits until 2011 at which time I was told too much time had past. I would like to challenge that and appeal for some kind of compensation. Because of the seriousness of my complications, I would like to be advised as to what steps I may take now. Please contact me at your earliest convenience. Thank you. (B)(6).